Manufacturer narrative:
The received device had the cannula assembly not deployed. Pod download data revealed that it completed first and second priming, and then got deactivated. While opening the top housing, the needle/cannula got deployed. The bottom housing window exit was found damaged, indicating that the needle was pushing against the bottom housing preventing the needle from deploying. So, it could be determined that the chassis sub assembly was incorrectly installed into the bottom housing sub assembly during manufacturing process, that resulted in the cannula/needle tip misaligned in the environmental seal/cap. This issue is covered under an investigation. When deployed, the formed needle protruded out along with the soft cannula and failed to retract. After opening the top housing, formed needle was found not seated in the slide retract. The slide retract had also damaged where the formed needle rested, indicating formed needle was incorrectly installed. An enhancement was implemented to the vision system to catch formed needle kink.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The pink slide did not move forward, indicating a needle mechanism failure.